Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the physician felt that the ra lead undersensing was due to events falling in the blanking period. In addition, the physician did not feel the ra lead exhibited twos.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited possible t-wave oversensing (twos) in an episode. In the following episode, the ra lead exhibited possible undersensing during an atrial tachycardia/atrial fibrillation episode. In addition, the patient's implantable cardioverter defibrillator (ICD) may have delivered inappropriate anti-tachycardia pacing for af with rapid ventricular response in several other episodes. The ra lead and ICD remain in use. No patient complications have been reported as a result of this event.